Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The reported blood glucose reading at the time of the report was 535 mg/dl. The customer's nurse declined to perform troubleshooting on the insulin pump. Nothing further was reported.